Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the customer reported complaint was confirmed and reproduced. The integrated electrosurgical unit (iesu/erbe) was placed on an in-house system and was run in normal mode.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) is pending failure analysis investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they have been on going erbe errors and had to reboot several times to clear the errors. The system was not connected to onsite, therefore the error logs were not available. It is unknown how the procedure was completed. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.